Event description:
Customer reported a malfunction on the pump, which was about to shut down due to low battery. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and planned to replace the pump due to a recurring malfunction code. The customer agreed to use multiple daily injections as a backup therapy.